Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) h3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the device led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger was malfunctioning and it wouldn't charge their ins. The patient said the issue started a couple or 3 months ago. The patient stated their manufacturer representative (rep) told them to call for a replacement. A replacement recharger was sent out.